Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the device has unknown issue. Upon triage, on (B)(6) 2018, service found that the device has no audio. No patient was involved.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer states, ¿unknown issue." Upon triage, service tech found that the device has no audible alarm. A trend has been identified and a corrective action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.